Event description:
Consumer called for assistance with performing control test. Control test performed during call with coordinator produced result of 63 mg/dl. Control test not within acceptable range of 23-53 mg/dl. Control level one, lot#: 2bc1b57, manufacturer¿s expiration date is 05/31/2024 and open date is (B)(6) 2022. Customer had performed additional control tests using same control solution with technician and had obtained result of 65 mg/dl and e-0 error message. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/23/2023 and open vial date is (B)(6) 2022. 1 what is the customer requesting training on or assistance with: customer called wanted to performed control solution test 2. What information was provided/ or what assistance was provided to customer: trained customer through control test result of 63mg/dl range 23-53 mg/dl with new strip and control from case#: (B)(4). The result is out of range forward case to ccr 3. Is customer satisfied with what was provided: called customer back to assist with meter/strips/controls. Ran control solution test on both bottles of control solution and the customer results were out of range for level 1 and customer got an e0. For control solution level 2, customer got e0 and e5. Will replace true metrix meter, strips and controls. Customer advised to return the allegedly defective meter/strips. Will follow up.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter and test strips, different control solution level/lot number. Test strips were not returned for evaluation - customer returned the incorrect test strips. Meter and control solution were returned for evaluation. Product testing was performed and defect found on returned meter: e-3. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. No defect found on returned control solution. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 04-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Rc-001: miscellaneous user induced contamination on the strip connector.